Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Evaluation results: the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.